Event description:
It was reported that on the day of implant, the device displayed a lead warning due to high impedance, and unipolar impedance higher than bipolar. The device flipped to unipolar pacing. Upon checking the device and lead connection, it was found that the lead was not fully seated in the header. The lead was repositioned in the header, and the parameters were fine afterwards. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.